Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was stopped working. Customer¿s blood glucose was around unknown at the time of incident. The customer also reported that the insulin pump had reject battery alarms and screen went completely blank. The insulin pump will not be returned for analysis.